Manufacturer narrative:
Age/date of birth: unknown; gender/sex: unknown; date of event: unknown; serial number: unknown; expiration date: unknown; if implanted, give date: unknown; if explanted, give date: not applicable (na) - baerveldt shunt remains implanted. Reason for non evaluation: to date, the baerveld shunt remains implanted. Evaluation summary attached represents the journal article attachment. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The following literature article is being reported as a medical device report. Original study, transscleral diode laser cyclophotocoagulation after baerveldt glaucoma implant surgery, published in the glaucoma journal volume 23, number 6, august 2014. Participants and methods: of the 20 eyes of 20 patients who had previously undergone bgi (baerveldt glaucoma implant) placement and subsequently underwent tscpc (transscleral cyclophotocoagulation) with the red (810nm) diode laser between april 2005 and january 2010 were retrospectively reviewed, 1 patient had postoperative complications including persistent corneal edema and sustained > 2 line reduction in snellen visual acuity. Patient demographics - glaucoma drainage device size (mm2) 250. Author: joseph f. Panarelli, md, michael r. Banitt, md mha, and paul a. Sidoti, md.